Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particle in tubing/chamber and in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
Additional information was received on dec 03 , 2024 and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particle in tubing/chamber and in airway from device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown dust contaminant on the top enclosure, pca, flip door, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower box. Manufacturer observed black hairlike contaminant on the flip door, ui panel, bottom enclosure, and blower. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, wasccannot confirm the complaint of black particles manufacturer can confirm the complaint of particles in airway, most likely from an outside contaminant device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.